Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of a type iiia endoleak of the aortic components with a type ii endoleak of the internal mammary artery. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. This event is most likely anatomy-related due to the initial overlap of 50mm decreased in the 52-month CT scan to 25mm without evidence of aortic remodeling (root cause undetermined). The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with an additional suprarenal and one (1) infrarenal afx devices on (B)(6) 2019.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately five (5) years post initial implant the patient presented for a routine follow-up. It was found that the patient had a type ii endoleak as well as a type iiia endoleak. The physician plans on performing a re-intervention at a future undisclosed date. The current patient condition is unknown.